Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose level was 207 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin did not continue to drip after letting go of the act button during the prime process. The customer also stated that motor slowed down and the numbers ramped up on the screen. The drive support cap was normal. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.